Event description:
It was reported that the user experienced an occlusion alert while using an inset teflon infusion set, followed by elevated blood glucose that resolved only after a full supply change and subsequent site change, after which glucose trended downward; the affected lot was 33128. Symptoms included hyperglycemia associated with an infusion set occlusion. Outcomes included temporary impaired glycemic control without injury or hospitalization, with recovery after the supply change. Investigation included remote troubleshooting and education that guided the user through a complete set and site replacement and follow-up confirmation of glucose improvement. Investigation of this case revealed an infusion set performance issue consistent with an occlusion that was resolved by replacing the infusion set, with no abnormality observed on removal. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set obstruction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.